Event description:
It was reported that this implantable pacemaker was unable to be interrogated. It was also mentioned that the patient never attended the follow-ups. The device was subsequently explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis.